Event description:
It was reported that guidewire entrapment and detachment occurred and the guidewire pieces remained inside the patient. The 90% stenosed target lesion was located in the proximal circumflex artery. A 1.25mm rotalink plus, a 330cm rotawire and wireclip torquer and a rotablator console were selected for use in a percutaneous coronary intervention. The rotawire was successfully advanced with the non-boston scientific support catheter to the target lesion. The rotalink plus was loaded onto the rotawire up to the homeostatic valve outside the patient. An attempt was made to set the revolutions; however, the number of revolutions could not be read on the rotablator console. The rotalink plus was running for seconds. The physician felt a sharp pain on the thumb that was holding the sheath of the rotalink plus burr. Two small holes were observed on the sheath. Difficulty removing the rotalink plus from the rotawire occurred; therefore both devices were removed together as one. The tip of the rotawire was torn off into two short pieces and remain in the distal circumflex artery. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion in the proximal circumflex was moderately tortuous and severely calcified. The detached rotawire pieces remained in the patient due to the flow of the vessel was good. The patient is scheduled to return at a later date to treat the lesion.

Event description:
It was reported that guidewire entrapment and detachment occurred and the guidewire pieces remained inside the patient. The 90% stenosed target lesion was located in the proximal circumflex artery. A 1.25mm rotalink plus, a 330cm rotawire and wireclip torquer and a rotablator console were selected for use in a percutaneous coronary intervention. The rotawire was successfully advanced with the non-boston scientific support catheter to the target lesion. The rotalink plus was loaded onto the rotawire up to the homeostatic valve outside the patient. An attempt was made to set the revolutions; however, the number of revolutions could not be read on the rotablator console. The rotalink plus was running for seconds. The physician felt a sharp pain on the thumb that was holding the sheath of the rotalink plus burr. Two small holes were observed on the sheath. Difficulty removing the rotalink plus from the rotawire occurred; therefore both devices were removed together as one. The tip of the rotawire was torn off into two short pieces and remain in the distal circumflex artery. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire was returned with the atherectomy device. Inspection of the device yielded multiple kinks and a break at the spring tip, as part of overall visual revision. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. Microscopic and visual inspection of the device presented multiple kinks and a break at the spring tip. The spring tip was not returned as it was reported to remain in the patient. The rotawire was able to be passed through the related rotablator device with resistance due to multiple kinks. Dimensional inspection was performed and were found within specifications.

Event description:
It was reported that guidewire entrapment occurred, and the physician felt pain while holding the sheath. The 90% stenosed target lesion was located in the proximal circumflex artery. A 1.25mm rotalink plus, a 330cm rotawire and wireclip torquer and a rotablator console were selected for use in a percutaneous coronary intervention. The rotawire was successfully advanced with the non-boston scientific support catheter to the target lesion. The rotalink plus was loaded onto the rotawire up to the homeostatic valve outside the patient. An attempt was made to set the revolutions; however, the number of revolutions could not be read on the rotablator console. The rotalink plus was running for seconds. The physician felt a sharp pain on the thumb that was holding the sheath of the rotalink plus burr. Two small holes were observed on the sheath. Difficulty removing the rotalink plus from the rotawire occurred; therefore both devices were removed together as one. The tip of the rotawire was torn off into two short pieces and remain in the distal circumflex artery. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion in the proximal circumflex was moderately tortuous and severely calcified. The detached rotawire pieces remained in the patient due to the flow of the vessel was good. The patient is scheduled to return at a later date to treat the lesion.